Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pt's extension set. Rn states the pt's extension set became disconnected from the catheter during treatment. Pt was given antibiotics. Sample is not available.